Manufacturer narrative:
The device evaluation found foreign material on the nozzle. Based on the results of the investigation and the information provided, it could not be specified what the foreign material was. There was no deformation to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined and it was unknown if the reprocessing was conducted in accordance with IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): according to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps proved by the customer and it is unknown if there are deviations from instructions for use (IFU) as the customer did not provide a response as the whether there was a delay in the start of precleaning and if endoscope presoak in the detergent solution. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the nozzle. There were no reports of patient involvement.